Manufacturer narrative:
Device evaluation the device evaluation of 01 x evo-fc-10-11-8-b device of lot number c2116536 involved in this complaint was returned for evaluation without the original packaging. With the information provided, a physical and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the (B)(6) 2025. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the device, the following was observed: visual inspection safety wire not returned. Directional button in recapture position on return. Red marker on the 01st dimple on return. Introducer examined and no issue observed. Functional inspection: 0.035 inch wire guide cannot pass through delivery system fully. Handle actuating fine for deployment and recapture with slight resistance stent deployed without issue. Stent intact. Polyimide appears to be broken and measured approx 6cm from the white tip. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2116536. Cirl's final quality control procedure for this device, instructs the operator to ¿pass the wire guide through the product loading it from the tip. Wire should pass through the zip port freely.¿ had any device been unable to pass the wire guide through at this point, the unit would have been scrapped. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ "remove stent delivery system from package and backload device over a prepositioned wire guide, ensuring the wire guide exits catheter at zip port (fig. A1, a2)." Figure a1, a2 illustrates that a sight curve should be applied with the zip port facing upwards to help the wire guide exit the zip port easily. The positioning of the zip port when loading the wire guide is a suggested technique. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to torturous patient anatomy and compressive force experienced during advancement. It is possible that while advancing the device, a torturous patient anatomy may have caused a build-up of pressure. This pressure could have resulted in the need for force to be used, causing the polyimide to separate from the delivery system and subsequently, the inability of the wire guide to be passed through the device. However, due to limited information, this is merely a possible root cause. Numerous attempts were made to obtain additional information regarding this complaint. However, this information has not been provided. Should this information become available at a later date, the file will be updated accordingly. Confirmation of complaint: complaint is confirmed based on visual/functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the user was ready to advance the delivery system through wire guide to desired position, but found out the delivery system cannot be put through wire guide, after multiple attempts still cannot be put through wire guide. Confirmed qty, 01 confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The user changed to a new device to complete the procedure. A definitive root cause could not be determined from the available information. A possible root cause could be attributed potentially to torturous patient anatomy and compressive force experienced during advancement. It is possible that while advancing the device, a torturous patient anatomy may have caused a build-up of pressure. This pressure could have resulted in the need for force to be used, causing the polyimide to separate from the delivery system and subsequently, the inability of the wire guide to be passed through the device.

Event description:
User ready to advance the delivery system through wire guide to desired position, but found out the delivery system cannot be put through wire guide, after multiple attempts still cannot be put through wire guide. User changed to a new one to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.